Event description:
It was reported that there was a scratch on the liner during the surgery. There was no harm to the patient. There was a 10 minute delay to obtain and open a new liner. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003701 - stemmed tibial component precoat size 3 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 65573275 00599601551 - femoral component option for cemented use only size e left - 65402330. G2 : foreign country : china. Visual examination of the returned product identified signs of use with nicks and gouges. Additionally, the dovetail was identified as flared. The complaint is not confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.